Manufacturer narrative:
A ge service representative performed an on site investigation. Version 4.0.69 of the software was re-loaded and the lithium coin battery in the cpu was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.